Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented after feeling a vibratory notifier. It was noted that the implantable cardioverter defibrillator was in back-up. The patient was not reported to be symptomatic. The device was restored to normal functions. The patient was stable and will be followed normally.